Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one 5.5mm short secondary port. Visual inspection of the spiked trocar found the envelope seals were intact and the flanges of the anchors were skewed and broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may be due to insertion or removal of the port without the anchor tabs being fully closed. Under these circumstances, the tabs may be exposed to excessive force and therefore break. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
There was no customer reported condition. The device was returned and evaluation found that the flanges of the anchors on the device were skewed and broken. No additional information was provided.